Event description:
During a bedside PICC insertion, there was difficulty advancing the PICC line catheter. The procedure was stopped. Upon inspection of the catheter, the rn discovered that the guidewire, located inside the catheter had a knot tied in it. Bard access was notified of the finding. The patient was transferred to interventional radiology for line placement.